Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 5.0 pump inserted in the right axillary for unloading purposes. It was reported that cerebral infarction was confirmed after removal of the impella device. Additionally, there was paralysis of the left upper and lower limbs. The doctor diagnosed that the thrombus adhered to the pigtail flew to the cerebral blood vessel from the right inner neck, which may have caused the stroke. Furthermore, it was reported that the patient is still in the hcu and is waiting for a transplant with paralysis remaining. However, due to the wide range of infarcts, it is difficult to apply for transplantation. No further information was provided.